Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade broke at roughly 0.208¿ from the base. The broken piece was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while the surgeon was freeing the omentum of the stomach, the harmonic ace instrument's head broke. A fragment fell into the patient and was retrieved in the same procedure. The customer used a spare instrument to proceed with the procedure. The procedure was completed. Intuitive surgical, inc (isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use with nothing found out of the ordinary. The surgical task being performed when the issue occurred was dissecting. The instrument was used for an hour prior to the problem occurring. The surgeon did not notice any functionality issues during the surgical procedure, the instrument did not collide with any other instruments or hard material, and the instrument was not removed prior to the reported issue. However, when the instrument was removed; it was straightened. The staff noticed some resistance upon removal of the instrument through the cannula, and no damage was noted on the instrument after the event occurred. The fragments were retrieved by the assistant viewing it directly with the endoscope. The doctor and the nurse together, confirmed that the fragments were retrieved. No additional surgical procedures was required and no tests like x-rays were performed as a consequence of the problem. The procedure was completed robotically. It is not known if the patient has returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument was returned to isi for further evaluation. The fragment that was retrieved was reportedly discarded and could not be returned for analysis. There are no photographic images or videos of the procedure available.